Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown. Product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml dilaudid (hydromorphone) 0.601 mg/day. The reason for use was non-malignant pain. It was reported that after implant of the catheter, they had to have a revision. After the implant she was not feeling well. On (B)(6) 2018, they did an MRI of the spine to check on the catheter and they found blockage at the end of the catheter and the catheter was kinked. The patient had a catheter revision on (B)(6) 2018. The patient experienced leg pain starting on the day of the revision and the change in symptoms was noted as ¿sudden¿. The caller was to follow up with the healthcare professional. The doctor told her when they put in the catheter, the doctor nicked the nerve that was causing her leg pain. The doctor said the pain would go away, but patient states it has not. The patient still has right leg pain. She was supposed to be in the hospital for 4 days but was there for 8 days. She was 124 days with no medications. The morphine IV push helped with the pain and it was recommended the patient get morphine put in the pump. She was hospitalized 4 times since implant due to pain and issues with the catheter. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-jan-22. It was reported that the severe leg pain, nausea, and bowel/bladder issues started when the pump was implanted on (B)(6) 2018 (note: this conflicts with the previous report that the event occurred in (B)(6) 2018). The hospitalization due to leg pain occurred in (B)(6) 2018, as previously reported. On (B)(6) 2018 the catheter blockage was found (note: this conflicts with the previous report that the blockage was found on (B)(6) 2018 after an MRI). It was further noted that the patient tried to do physical therapy but the pain was so bad it didn't help. It was noted that the pain got so bad it was affecting the patient's blood pressure and pulse. The bowel problems reportedly went away, however, the urinating wasn't getting any better and the patient was still wearing a diaper because she was dripping. All they did for the trouble urinating when the patient was in recovery was increased the saline drip. It was noted that the patient's hcp was not aware the patient had to use a walker or anything had happened. It was further noted that the hcp wanted the patient to have an MRI and "shoot dye in it," but that didn't happen because they wanted it to take place at the hospital where the implant was. It was noted that the patient was discharged against her hcp's orders, and the pain got so bad the patient had to go to the hospital in (B)(6) 2018. It was noted that the patient had severe leg swelling, and it went away but then it came back more aggressive. The hcp reportedly accused the patient of being drug seeking.

Manufacturer narrative:
Additional information received stated the patient was received morphine (10mg/ml at 4.77mg/day) as of (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was told by a surgeon that the catheter was too high. They were not 100% sure, but could almost guarantee that it was what was causing the pain issues the patient was having. The patient was told it was at c1 and c2 and it was supposed to be much lower. The surgical report stated that it was at c2, c2. The patient needed a new MRI and they could not move their leg. The patient was told this a week and a half or two weeks prior to (B)(6) 2019. The patient was not implanted for pain in the leg. The pain doctor had switched the patient's pain medication from dilaudid to morphine after a hospital stay a few months prior to (B)(6) 2019 at their primary care physician's recommendation. Their blood test called for morphine. The patient went for their refill on (B)(6) 2019. The hcp had to "crank it" really high, as the patient used to need a refill every 5-6 months and now they needed on every month. Two weeks later, the patient was being re-evaluated, and the patient got a small increase, and they saw a whole different doctor. As far as they knew, they still had the morphine in the pump. The hcp stated that they were refilling it with something stronger, "beta-three morphine." The pump was refilled on (B)(6) 2019 and they were at a "5" for pain. Their pain increased to an "8" and that was the last time they went outside. They were not feeling right since (B)(6) 2019. What they got their pump placed for was flaring up. The pump was implanted for trigeminal neuralgia. They had progressively gotten worse, they had extreme pain in their knees, their right leg was in out of control pain, they could not eat as they had no appetite, their mouth was dry, they were sweating profusely, had pain in the neck area, and their face was in pain. The patient had occipital and fibro myalgias and when the shirt rubbed on their skin, it hurt really bad. The patient had not had any falls. They were drowsy. The symptoms continued to get worse. They also mentioned that it was hard to breath. They did not feel like there was any morphine going through their body right now. The patient was worried that they were always t ampering with the pump. The patient read that they were refilled with preservative free morphine sulfate and they used to have just regular morphine. The patient was programmed to get boluses at 8am and 8pm and did not hear any alarms from the pump. "Something happened" in the surgery to their right leg. The patient stated that they were uneasy about the implant procedure. The patient did not have anyone to fill their pump and went to the emergency room (ER), so the ER doctor called a doctor and got the patient a sooner appointment. The patient got a new hcp and the first appointment went well. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-oct-12. It was reported that the patient was "reaching her limit." She stated she cannot control her bladder or bowel. She "did not ask for this." She said she was in the hospital screaming about the pain. She has been "in and out of surgery." She stated she went into surgery with a "good right leg and when she came out she was on a walker and it is not getting better." The patient had seen a doctor on 2018-(B)(6) and he didn't know if the pump was working or not. The patient was redirected back to the hcp to discuss her concerns. No further complications were reported.